Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging her onetouch select simple meter was reading inaccurately high in comparison to feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation and additional information obtained when the agent reviewed the call. The patient stated that the alleged product issue began on an unspecified date and time in (B)(6) 2019. She reported that obtained an alleged inaccurately high result of ¿7.0mmol/l¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with insulin (self-adjuster) ¿humalog mix 50¿ and stated that she made no change to her usual diabetes management routine in response to the alleged result. The patient stated that on an unspecified time after the alleged issue began, she developed the symptoms of ¿tremor and weakness in the legs¿ and self-treated with food and drink ¿ate some honey¿ and felt better. The patient denied that she obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The patient did not have control solution to perform a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore, the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.